Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The issue was solved by replacement of the reagent pack. The follow up/corrective action was the reagent pack was replaced. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous low results were generated by a cobas 6000 c (501) module. The events involved 1 patient with discrepant results for b2mg tina-quant beta2-microglobulin. The provided patient's age was (B)(6). The patient was a female.